Manufacturer narrative:
The technician found the battery has 12 volts however, it would not hold the voltage when a load was applied. The technician replaced the battery to repair the bed.

Event description:
Info received indicates the battery does not have enough power to operate the bed although the battery led indicator status was good.